Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that during a procedure, the icp monitor indicated a -99 setting, the cable was replaced and then the microsensor could not be detected. Since numerical values may appear and there is no repeatability, it is not clear which is the cause. No patient injury reported.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, , h10. The microsensor was returned for evaluation. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. The icp express passed with reading 484. Device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a